Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet approximately "7-8 months ago" (exact date not reported). The implanted device remains.

Manufacturer narrative:
Correction: the correct explanted date is (B)(6) 2012; not (B)(6) 2012 as previously reported. This report is filed november 7, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, magnet dislodgement reportedly occurred on (B)(6) 2012, during an MRI. This report is filed (B)(4) 2012. Implanted device remains.